Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the shaft. The balloon was loosely folded. There was contrast in the inflation lumen and balloon. Microscopic inspection revealed tip damage. The device was soaked in a water bath for six days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No leaks were detected. While inflated it was observed that the inner shaft in the balloon had buckled/accordion damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a 5 x 20mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a 5x20mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.